Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks. A review of device data showed the r-waves were very small in all vectors. The device was in primary at the time of the shocks. A boston scientific technical services consultant discussed obtaining x-rays to verify system position, and re-screening the patient to verify acceptable amplitudes. Re-screening found the primary vector was almost flat and the alternate and secondary vectors were very borderline. A large change in morphology was observed between supine and standing positions. The physician reported to the field representative that the x-rays appeared fine for system placement. Automatic set-up was run and the device chose alternate; however, at the end of the set-up, a message was displayed indicating the r-wave amplitude was too small. Override was selected to complete the programming. A review of older device data showed the amplitudes were never very large and sensing had not improved since the device was implanted. It was reported the physician was considering replacing the s-ICD with a transvenous system. For now, the device was reprogrammed to alternate and therapy remains programmed off. Approximately three weeks later, this s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.